Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 kept overheating, even after waiting the full 30 seconds and in one instance, waiting a full minute. It was reported that the "overheat" means that the device would heat up and then the shut down mechanism would kick in. Also, each time it kicked in sooner and sooner. This happened at least 8 times before the device finally just quit working. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater was lifted up slightly and the jaws were somewhat burnt. The shaft tip was bent and the jaws would not open fully, but this could have been due to shipping damage. The device had some evidence of blood. Resistance measurements passed specifications. Jaw force measurements did not pass specifications, however, this is attributed to damaging of the device due to return shipping for evaluation. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The handle and distal jaw tips assembly were opened up and there were no non conformities. Based upon these observations, the reported complaint for "intermittent continuity" could not be replicated or confirmed. (B)(4).